Event description:
It was reported that there was an alert for the right ventricular (rv) shock lead impedance being greater than 125 ohms. Review of the trends indicated that there was a slow gradual rise. Technical services discussed options and the health care professional noted that the patient will continue to be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.